Event description:
The end user reported she has red; weepy skin with clear drainage beneath her tape border. She stated that it itches at times.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. She uses stomahesive powder. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.